Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5054 implantable pacing lead: (B)(6) 2009.

Event description:
It was reported that the lead likely was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.